Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent open repair with the implant of two bard flat meshes (device 1 and 2). Per op notes, "a right groin incision was made, the previous synthetic mesh had pulled away from the fascia. A bard flat mesh (device 1) was placed using sutures. An incision was made through the left groin scar; the previous synthetic mesh had pulled away from the fascia. A bard flat mesh (device 2) was placed using sutures." (B)(6) 2015 - patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of two 3dmax meshes (device 3 and 4). Per op notes, "the right inguinal hernia was seen, the mesh (device 1) was found. A 3dmax mesh (device 3) was placed to the right preperitoneal space using tacks. Attention to the left side, there was mesh (device 2) freeing of the peritoneum and direct recurrence was identified. A left sided 3dmax mesh (device 4) was placed to the left preperitoneal space using tacks."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. This emdr represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.